Event description:
A malfunction alarm with the code ¿malf 24¿ occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the malfunctioning pump, sent out a replacement with updated software, and instructed the customer to use mdi as a backup therapy to ensure continued insulin delivery. The customer was guided on proper storage and return procedures for the faulty pump, which they acknowledged and understood.